Manufacturer narrative:
Batch review performed on 11 nov 2025. Ball heads: bipolar head 25060.2848 cocr bipolar head d 28x48 (k091967) lot. 2410246: (B)(4) items manufactured and released on 12-sept-2024. Expiration date: 25-aug-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
After two months from the primary surgery, the bipolar head dislocated from the acetabulum. The surgeon revised the implant, converting the bipolar system to a total hip arthroplasty.